Event description:
It was reported that during use of the iab, the pt was being weaned from use because his platelet count was dropping. The iab was removed without incident, and later a second iab was inserted. During the insertion process, the balloon began to unwrap, and resistance was encountered. The iab was removed and replaced without any pt complications.